Event description:
The customer returned the cysto-nephro videoscope to the service center for evaluation related to a separate issue. During testing, the service technician found stickiness/foreign material on the device control unit. The control unit was replaced. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of stickiness/foreign material on the device could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, degradation, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.